Event description:
Customer reported c-arm iris rotation intermittently not working. Diagnosed camera connector not seated properly.

Manufacturer narrative:
The service rep erased program and persistent flash. Reseated all connectors and ringed cut high voltage cable assembly. Tested system, system operates as intended.